Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "exchange due to the patient's concern with the product" and "folded left side implant" confirmed via MRI. Later healthcare professional reported "side exchange from textured to smooth implants due to the patient's concerns with the product" and "folding". Later healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h11. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "exchange due to the patient's concern with the product" and "folded left side implant" confirmed via MRI. Later healthcare professional reported "side exchange from textured to smooth implants due to the patient's concerns with the product" and "folding". Later healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. The device was explanted.